Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. High-frequency electrosurgical equipment can cause slight interference and disorder of color tone on the monitor display.¿ based on the results of the investigation, the event was caused by one of the following: the device being used in combination with an electric knife from a different manufacturer, or that knife had an electric failure of its own. The power supply in the environment and the accompanying wiring was altered. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called in to speak with olympus technical assistance center personnel (tac). Tac personnel attempted several trouble-shooting options with the customer, but they were ultimately unsuccessful. If additional information should become available prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
As reported, the user facility was experiencing image loss from the evis exera iii video system center during an endoscopic retrograde cholangiopancreatography case. There was no patient harm or consequence reported as a result of this event.